Manufacturer narrative:
No device evaluation possible as the implant remains in-situ. The lot number was not provided; therefore, a review of manufacturing records cannot be performed. The root cause is unable to be determined at this time. If any additional information is provided, a supplemental report will be submitted.

Event description:
At the 6-week postoperative visit, radiographs revealed the left l5 rod was disengaged from the tulip. The patient is asymptomatic and no additional treatment is planned at this time.